Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent called to high blood glucose levels and needed help with programming the insulin pump. The customer's reading was 600 mg/dl. The caller was able to rewind the device. The caller declined high blood glucose troubleshooting. The insulin pump was not replaced or returned for analysis.